Event description:
It was reported that tip detachment occurred. A comet ii pressure guidewire was selected for use. During the procedure, while manipulating, the comet guidewire tip broke off due to guide kinking. The entire system was safely removed from the patient, and nothing was left behind. The procedure was completed using new comet ii wire and there were no patient complications reported.